Event description:
Operator believes that machine removed approx 1000ml fluid over the goal. There were no machine alarms. Pt experienced discomfort including chest pain.

Manufacturer narrative:
The machine has been removed from use at this time, pending investigation. The trend file and all available info has been forwarded to the actual MFR, b.braun for eval. No specific conclusions can be drawn at this time. If any pertinent info becomes available from b. Braun, a f/u report will be filed.